Manufacturer narrative:
During the investigation, the instrument was relocated to another lab. After the installation, the instrument's performance was verified as within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable non-reproducible ca2 calcium gen.2 results for one patient tested on a cobas 8000 c 702 module. The initial results were not reported outside the laboratory. The customer performed repeat testing for confirmation. The patient¿s initial calcium result was 1.85 mmol/l, and the patient's repeat calcium result was 1.46 mmol/l. Calcium reagent lot number was 428575 with an expiration date of 30-nov-2020.